Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted the heart was rotated. The clip was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to roughly 30 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open efaa) was unable to be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. This complaint was reviewed by a staff engineer clinical research and development. The reviewer stated that two (2) fluoroscopic videos were provided of the reported cds. In both videos the clip is attached to the delivery catheter, which aligns with the reported details that the clip was not deployed and the cds was replaced after troubleshooting maneuvers were performed. In the first video the clip arms appear to be fully closed (10°) per the instructions for use, with the arms approximately parallel to the l-lock shaft of the dc. In the second video the clip arms appear to be open to approximately 30° - 40°. While this angle is an estimate based on visual examination with the naked eye and cannot be confirmed, it is apparent that the clip arms opened to an unconfirmed amount as compared to the first video. It is unclear if the second video was taken after the initial efaa or subsequent troubleshooting attempts. However, based on the cine provided, the reported issue of the clip arms opening more than the allowable/expected 5° (clip relaxing) during efaa/troubleshooting maneuvers is confirmed. Based on the available information, a cause for the reported unintended movement cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.